Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio: 1.1, lab: 4.2. Patient's therapeutic range: 2.0-3.0. Time: between testing was immediate.

Manufacturer narrative:
Investigation pending.